Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's .7 morning basal rate is running now and not the expected 6 pm .8 basal rate. Tandem technical support had the customer review the pump settings and found that the am/pm and date were not set correctly. The customer corrected the settings. The customer's blood glucose level was not impacted.